Manufacturer narrative:
Technician found that the casters were worn and need to be replaced. He replaced the 2 casters and the brakes functioned as designed.

Event description:
Technician alleged that when the brakes were engaged, two of the casters would still swivel.